Event description:
It was reported that during a laparoscopic duodenal switch procedure the device was working fine and then they received a generator error. The device was retightened and retested, they still received the generator error again. A new hand piece was changed and still a generator error. A new hand piece and disposable was pulled to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The handpiece was received in good physical condition. The handpiece was connected to a generator, evaluated with a test instrument and was found to function as intended. No issues were noted during the cut test. No solid tone was noted at any time during testing. No error code 3 was displayed at any time during testing. No error screen messages were displayed at any time during testing. The handpiece was fully functional and conforming to design specifications.